Event description:
It was reported the device had no disposable pump clamp tubing, small air noted, patient not affected. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h4: correction: device manufacturing date: 25-sep-2019.